Manufacturer narrative:
The data logs were returned and a high motor current spike, speed deviation, and drop in flow were observed around the same time the clinical details specify that vaecmo was added. The product was returned and biomaterial was confirmed to be around the impeller. The root cause of the low flow was determined to be ingested biomaterial. The biomaterial was likely released from the dialysis cath and into the patient when vaecmo was inserted. The biomaterial was able to form as the patient had sub therapeutic anticoagulation for the majority of the case. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp post cardiac surgery. The complainant reported that during impella placement, the device was unable to achieve a flow greater than 1.6 liters per minute. It was reported that the pump was not replaced due to this issue and the case continued. The procedural outcome was the patient survived explant, but eventually expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.